Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an downstream occlusion alarm at 1ponds per square inch (psi) during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an downstream occlusion alarm at 1psi was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of range downstream sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.